Manufacturer narrative:
Evaluation summary: the cups of the defect product could move, however one side of cups did not open when pulling the cup opening wire strongly. The length of the bended cup opening wire connected to the cup was longer than the width of the sleeve. It caused the interference between cup opening wire and sleeve. Because of this interference, one side of cups did not open. Correction information g6: follow up #1. H2: type of follow up. H4: device manufacture date. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During the inspection with an endoscope at the facility, the product was opened and inserted into the scope to check the operation. (Two in a row). This event occurred at the time of during use. There was no report of patient harm.